Event description:
It was reported that the healthcare provider could not get the stylet out; 'catheter kept kinking up'. The catheter was removed and replaced; 'break, tear, hole' was indicated. Patient sustained no injury. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Analysis of the catheter revealed catheter body damage; occurred to catheter body and/or guidewire during implant procedure; difficulty with catheter/guidewire interaction. Multiple holes on the returned segment were noted. It looks like shearing holes. The appearance of the cut and hole indicate it more of a result of damage that occurred during the guide wire removal at implant. The catheter had a deformed shape.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.